Manufacturer narrative:
A product sample was not returned for evaluation. A product lot number was identified for this report. Therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
A customer reported that a "metal like foreign material" was found in the eye at one day post-operative from an eye surgery. The reporter suspects that the metal foreign material came from the tip. The tip had been used several times. The product sample was discarded. Additional patient information and current status was requested. Upon follow up it was informed that it is unknown if medical intervention was performed to remove the foreign material. There was no patient harm reported